Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The top case plug was re-seated firmly into the socket of the main circuit board to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of this incident.